Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0x7bb, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy. The patient had a return of frequency on (B)(6) 2015. The patient felt stimulation in the correct area. When the patient tried to increase stimulation on their current program, they received a different screen. The upper limit had been reached. The indication for use for this patient was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.